Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a f/u report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During eval, the device passed all functional testing. The reported complaint could not be confirmed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported that after powering on the device, vertical lines appeared on the lcd screen. Also, an error code 007 was observed intermittently. No known impact or consequence to pt.